Event description:
Ous MDR - significant drop in r wave amplitude was noted shortly after implant. This was detected by the clinic and they decided to monitor the patient more closely. No significant impedance or threshold change was noted at the time. The r wave dropped more, which appears to have a minimum r-wave of just above 2mv. The clinic immediately contacted the patient to organize a follow up appointment in clinic for the following day. The patient expired before that appointment. The cause of death is unknown. Device interrogation post-mortem was provided. Interrogation shows two hvr's. One from the week before which shows an nsvt episode. The second episode shows a hvr which looks like pvt or vf. It also it appears that the hvr was potentially started by an undersensed r wave resulting in a vp (r on t). The episode lasts for 14 seconds but because the device is an epyra 6, only 10 seconds of egm is stored. Therefore we cannot ascertain whether this episode self terminated.

Manufacturer narrative:
The pacemaker and the two leads were returned for analysis. Upon receipt both leads were found cut at approximately 6 cm distal to the is-1 connector pin. Only the proximal part of each lead was returned for analysis. First, the manufacturing process for the pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Upon receipt, the device was visually inspected. The leads, implanted with the pacemaker, were still connected to the header and found to be cut near the header bores. The connections between the leads and the device were tested, proving that the leads were connected properly. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation of each fragment was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The analysis of the pacemaker and the two lead fragments did not reveal any sign of a material or manufacturing problem.